Event description:
Situation: chemotherapy spill. Background: a patient with ewing sarcoma reported to medical oncology infusion for ifosfamide. Assessment: upon hanging chemotherapy on IV pole, rn discovered a small hole in IV tubing; less than 10 ml leaked onto rn gloves and floor. Recommendation: chemotherapy spill cleaned via institutional policy, pharmacy made aware of incident. Rn reported to (B)(6) for evaluation.